Event description:
It was reported that during intraocular lens implantation procedures performed using vtec cartridges, increased resistance was encountered as the lens advanced through the cartridge. The lens was observed to exhibit sudden, intermittent movement rather than a smooth, continuous delivery, which reportedly made controlled implantation difficult for the surgeon. In a few reported cases, the lens was noted to land in association with a posterior capsule rent (pcr) or a near-pcr event, which are considered serious intraoperative complications. Surgeons indicated that the resistance within the cartridge and the resulting lens movement were not consistent with expected performance characteristics. No additional information regarding patient factors, surgical technique, or device handling was available at the time of reporting.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown, not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the lot number was not provided. Section d6a: implant date : not applicable as this is not an implantable device. Section d6b: explant date : not applicable as this is not an implantable device. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: establishment name: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h4: device manufacture date: unknown device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and lot number is unknown, it is not possible attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.